Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided.

Event description:
It was reported the screw of the abutment fractured, the fracture portion was removed from the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® low profile one-piece abutment 4.1mm(d) x 3mm(h), ilpc443u was returned for investigation. Visual inspection via naked eye and camera magnification identified fracture at the threads. Device history record (DHR) review was completed for the subject lot number (2020071183). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the subject lot number (2020071183) for similar events (complaint category keywords: fracture screw) and no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product was identified. Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.